Event description:
It was reported that the patient complained of erythematous lesion at lateral border at incision line. Incision was evaluated and it was determined the lesion was not due to procedure, device or system. No signs of systemic infection. The device remains active. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.